Manufacturer narrative:
Product evaluation: pre-repair temperature testing was performed on the device. After running the device for 1 minute at 80,000 rpm¿s the temperatures were recorded as follows: rear ¿ 29.9 c, middle ¿ 42.7 c, and, nose ¿ 50.4 c. The inside of the handpiece is stained/corroded; the bearings, o-ring, nose and other components will be replaced and the device will be tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a tympanoplasty, "when the drill was being used, it highly overheated near the end of the procedure." There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.